Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer¿s blood glucose level was unknown. It also reported that power error did not recurred within a week of troubleshoot of previous occurrence. The customer was advised that the insulin pump need to be replaced. The customer will be returned insulin pump for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed power error 25 and power loss alarm were triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No low battery alarms noted in the formatted history, long trace, or during testing. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.